Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post sensed t wave oversensing. Programming changes were discussed but not made. The patient was in stable condition.

Event description:
New information received notes that the patient presented in clinic and programming changes was performed to resolve the post-sensed t-wave over-sensing. Patient condition was stable throughout.